Event description:
It was reported that the patient was to have a spinal surgery and the physician wanted the pump removed prior to the surgery because it was felt the morphine was causing the patient¿s spinal degeneration. The patient¿s degeneration had been getting worse over the past 3-4 years. Over the last year, the patient had become where he was ¿at a 45 degree angle.¿ the patient reported that the pump was a ¿godsend¿ and he did not want to be without the pain control. The patient inquired about therapies for head pain. This device system delivered bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).